Event description:
The event involved a secondary set, secure lock, with IV set hanger, 34 inch, and it was reported there was small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness. (B)(6).